Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer support center received information regarding the customer's passing. No details were provided. An attempt was made to call the next of kin. Person who answered that call stated that the wrong number was dialed. A call back request letter was sent to the address on file.